Event description:
It was reported that when used the twinfix ultra twisted in, the screw broke, and the broken screw still been in the patient. Finally chose another location to implant the backup screw. No patient injury was reported.

Manufacturer narrative:
Device twinfix ultra ha 4.5mm suture anchor with two ultra braid sutures was returned because broken screw. No portion of anchor was returned. Visual inspection confirmed damage to the inserter device. The inserter forks are damaged. Both are attached to the instrument, but bent. The insertion shaft indicator lines have been slightly rotated off original position. These are symptoms of excess torque applied. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. No root cause related to the manufacturing of this device was confirmed.